Manufacturer narrative:
Manufacturers ref# (B)(4). Summary of investigational findings: this was a case of additional tevar (thoracic endovascular aortic repair) after tar (total arch replacement) + fet (frozen elefant trunk). It is unknown when tar and fet was performed. The access route vessel diameter after y-graft replacement was f7.5mm. There was a s-curve (tortuosity) at diaphragm level. The plan was to deploy zta-pt-34-30-161-w1 (complaint device) first, with zta-p-38-167-w1 overlapping on top of it. When delivering zta-pt-34-30-161-w1 using lunderquist, it got caught in the s-curve at the diaphragm level and could not be delivered, so the through and through guidewire was reassembled and zta-pt-34-30-161-w1 was delivered, and the stent graft was placed successfully. Next, zta-p-38-167-w1 was delivered using through and through guidewire technique, however the level gap between the dilator tip and the sheath of the delivery system got caught on the endoskeletal part of the proximal 1st stent of the zta-pt-34-30-161-w1, and also the level gap between the dilator tip and the wire guide got caught in the fet's endoskeleton, making the delivery impossible. The physician thought that he might be able to change the point where it could get caught by assembling a through and through guidewire contralaterally, so he tried to deliver the zta-p-38-167-w1 using the through and through guidewire contralaterally and the lunderquist ipsilaterally, however he could not advance zta-p-38-167-w1 to the target site. When the tip of the delivery system was checked, it had been crushed (related complaint). The physician decided that there was nothing more he could do, gave up on placing zta-p-38-167-w1. As the 1.5 to 2 stents (approximately 40 mm) of zta-pt-34-30-161-w1 had overlapped the fet, the physician carefully performed touch-ups with tri-lobe balloon. A small amount of endoleak (type 1a) was confirmed in the final angiography, but the procedure was completed after another touch-up was performed. After the final touch-up, the endoleak flow had not completely disappeared but had decreased considerably. The patient has been put under observation. This complaint handles the reported type 1a endoleak at final angiography. Review of the device history record gave no indication of the device being produced out of specification. Per the reviewed instruction for use (I-alpha-thoracic-443-04), the safety and effectiveness of the zenith alpha thoracic endovascular graft and ancillary components have not been evaluated in the patient populations with previous repair in descending thoracic aorta. Furthermore, the indication for the zenith alpha thoracic endovascular graft is endovascular treatment of patients with aneurysms or ulcers of the descending thoracic aorta having vascular morphology suitable for endovascular repair including non-aneurysmal aortic segments (fixation sites) proximal and distal to the thoracic aneurysm or ulcer. Lastly, endoleaks is an adverse event associated with either the zenith alpha thoracic endovascular graft or the implantation procedure, which may occur and/or require intervention. Based on provided information, the type 1a endoleak flow at final angiography is likely caused by the proximal sealing zone in the fet, which is outside of intended use for this product. It is noted that a zta-p was planned to ensure more proximal sealing, this is outside of the intended two-component usage of this device. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref# (B)(6) blank fields on this form indicate the information is unknown or unavailable. G4) PMA/510(k): p140016. Investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: patient anatomy before surgery and at the time of failure (acces route): the access route vessel diameter after y-graft replacement was f7.5mm. There was a s-curve (tortuosity) at diaphragm level. Devices involved: zta-pt-34-30-161-w1 (lot e4529292) - approached from the right femoral artery to the descending aorta. Zta-p-38-167-w1 (lot e4398260) - approached from the right femoral artery to the descending aorta. This was a case of additional tevar after tar+fet (tar: j-graft f28mm / eft: f33mm). The plan was to deploy zta-pt-34-30-161-w1 first, with zta-p-38-167-w1 overlapping on top of it. When delivering zta-pt-34-30-161-w1 using lunderquist, it got caught in the s-curve at the diaphragm level and could not be delivered, so the through and through guidewire was reassembled and zta-pt-34-30-161-w1 was delivered, and the stent graft was placed successfully. Next, zta-p-38-167-w1 was delivered using through and through guidewire technique, however the level gap between the dilator tip and the sheath of the delivery system got caught on the endoskeletal part of the proximal 1st stent of the zta-pt-34-30-161-w1, and also the level gap between the dilator tip and the wire guide got caught in the fet's endoskeleton, making the delivery impossible. The physician thought that he might be able to change the point where it could get caught by assembling a through and through guidewire contralaterally, so he tried to deliver the zta-p-38-167-w1 using the through and through guidewire contralaterally and the lunderquist ipsilaterally, however he could not advance zta-p-38-167-w1 to the target site. When the tip of the delivery system was checked, it had been crushed. The physician decided that there was nothing more he could do, gave up on placing zta-p-38-167-w1. As the 1.5 to 2 stents (approximately 40 mm) of zta-pt-34-30-161-w1 had overlapped the fet, the physician carefully performed touch-ups with tri-lobe. A small amount of endoleak (type 1a) was confirmed in the final angiography, but the procedure was completed after another touch-up was performed. (After the final touch-up, the endoleak flow had not completely disappeared but had decreased considerably.) The patient has been put under observation. Patient outcome: no adverse effect on the patient has been reported.